Manufacturer narrative:
(B)(4). D10: cat: 110031422 lot: 64653546 cr prolong 40mm brng +3. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised one month post implantation due to disassociation between the poly and the humeral tray. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d8; g1; g3; g6; h1; h2; h3; h4; h6; h10. The reported revision is confirmed from product return but the reported disassociation event is not confirmed. Visual examination of the returned product identified both items show signs of wear and tear. The tray has some scuff marks on the inside surface of the tray. Measured the tray thickness, mating diameter, and height, and all measurements were conforming to the specifications of the print. Part and lot numbers confirmed from product etch. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.